Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and sepsis. A revision was performed and the ra lead was explanted. The patient was treated with intravenous antibiotics. The ra lead was sent for culture. There were no additional adverse patient effects reported. The ra lead was not returned.